Event description:
Patient reported right side "contracture", "rupture", "radial folds", and "scarce amount of peri-prosthetic fluid". Healthcare professional later reported "severe capsular contracture", baker grade unknown. Device remains implanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2018. A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, seroma-late, and rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b5, d6b, h6.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h.6.

Event description:
The event of lymphadenopathy was sent by mistake and will be unreported.